Manufacturer narrative:
As reported the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted for the indication of chronic obstructive pulmonary disease and multiple new pulmonary emboli. A venacavography revealed flow voids bilaterally consistent with main renal arteries. The cava was of normal size. The filter was placed well below the confluence of the renal veins. The patient tolerated this procedure without reported complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt of the ivc filter. Per the patient profile form (ppf) states that the patient experienced tilting of the filter. The patient became aware of the reported event approximately thirteen years and nine months after the index procedure. The results of computed tomography (CT) scans indicate that the filter was tilted. The patient also experienced emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section e3: occupation: other, senior counsel, litigation. Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Additional information received per the medical records state that the filter was implanted for the indication of chronic obstructive pulmonary disease and multiple new pulmonary emboli. A venacavography revealed flow voids bilaterally consistent with main renal arteries. The cava was of normal size. The filter was placed well below the confluence of the renal veins. The patient tolerated this procedure without complication.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter. The patient became aware of the reported event approximately thirteen years and nine months after the index procedure. The results of computed tomography (CT) scans indicate that the filter was tilted. The patient also experienced emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The device history record review could not be performed since complaint lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.